Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
It was reported that non-invasive blood pressure was inaccurate. The device was not in use on a patient at the time of the event, so there was no patient involvement.